Manufacturer narrative:
The ivtm thermagard xp console was serviced at the customer's site on may 23, 2016. The reported fault error was confirmed. The archive data was reviewed and several fault errors were observed. The system software was updated and the connector module and wire harness connection were replaced to resolve the problem. The system was calibrated and tested. The console passed the functional test with no further issue. Service at customer site.

Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient treatment the thermogard ivtm system (s/n (B)(4)) displayed tcm ID 02(cooling engine error). The user rebooted the system, which solved the problem temporarily, however the error message returned. The customer claimed that they had been having this problem intermittently with this system. The treatment was discontinued with this device and was continued with another thermogard tgxp. No patient information was disclosed. No additional information was provided.